Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿oisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: review of the black box revealed evidence of voltage drop on (B)(6) 2017. A battery cap was not returned with the pump for investigation; a test cap was attempted to be placed on the pump; however, the test cap was unable to fully tighten to the pump creating intermittent power loss which has been reported on medwatch report # 2531779-2017-14203. The inability of the cap to secure to the pump was due to a cracked battery compartment which has been reported on medwatch report #2531779-2017-14203. During evaluation, idle and sleep current draws were not within the require specifications due to internal moisture ingress affecting the transceiver/cgm board and force sensor housing. Investigation did not duplicate a temperature issue; however, moisture ingress was confirmed.